Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device did not work properly. There was no pt consequence. Add'l info received on 8/29/97. It was stated by the affiliate that the device did not coagulate correctly.